Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, priming test, excessive no delivery test and occlusion test. There was no button error alarm on the insulin pump and all buttons functioned properly. There was no moisture damage or corroded keypad traces on the device. The connector at the lcd board was found locked. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratches on the lcd window, missing end cap sticker and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and keypad anomaly. Customer's blood glucose reading was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced nausea, vomiting, abdominal pain and difficulty breathing. Customer treated their high blood glucose using the insulin pump and manual injection. Customer declined to perform the high pressure test. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.